Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the major bleed: the cause of the internal bleed was not determined due to insufficient clinical details. Stroke: the cause of the injury was unable to be determined due to insufficient clinical details. Vessel perforation (peripheral): the cause of the injury was not determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that an 84 yr old female was implanted with a impella cp for support during a high-risk cardiac procedure. The patient¿s groin site had become bruised and her hemoglobin dropped from 12 to 7. Patient recieved blood and was taken to cardiac computed tomography (CT) scan for a possible retro-peritoneal bleed. CT scan was negative, but she did have some bleeding internally around the femoral artery/impella sheath. The decision was made to explant the impella cp after receiving blood and albumin (and improved blood pressure). Patient¿s slightly slurred speech did not improve throughout the afternoon, and she even developed a slight facial ¿droop¿. Patient to be taken to magnetic resonance imaging to scan for a possible stroke.